Event description:
It was reported that the customer was hospitalized for an elevated blood glucose; the exact date was not provided. Bg value not provided. The customer declined troubleshooting with tandem technical support, and declined to provide additional information.